Event description:
The customer called for assistance with the blood glucose remainder alarm. The customer also stated that the insulin pump had a crack on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case window display corner. The insulin pump had a blank display due to a corroded electronic assembly and motor.